Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). A ccc specialist reviewed the instrument data which indicated that the customer's quality control (qc) was within ranges for level 1 and level 3 on the day the event occurred. A siemens customer service engineer (cse) was dispatched to the customer's site. After analyzing the instrument, the cse replaced sample probe 1 (s1) mixer. The cse ran diagnostic alignment test which passed. The cse ran quick check which passed. The cse ran s1 mixer service methods which resulted within specifications. The cse ran qc, which passed. The cse ran precision on calcium (ca) and glucose (glu) on serum, resulting satisfactory. The cause of the discordant, falsely depressed glu result is unknown. As per the dimension vista operator's guide, a result flagged with an "abnormal assay" cannot be reported. The cause of the flagged results being reported was failure to follow instructions. The instrument is performing according to the specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely depressed glucose (glu) result was obtained on a patient sample on a dimension vista 500 instrument. The discordant result was flagged "abnormal assay" error and was erroneously reported to the physician(s). The sample was repeated on an alternate dimension vista instrument, resulting higher. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed glu result.